Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least seven applications were performed with balloon catheter, afapro28 with lot number 80394, on the date of the event without any issue. In conclusion, clinical issues were encountered during the procedure. There is no indication of relation of adverse event to the performance and malfunction of the product. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patients blood pressure decreased, and a pericardial effusion was observed. A cardiac tamponade was suspected. The patient's blood pressure resolved, and the case was able to be completed with cryo. Following the case, a pericardial puncture was performed and the effusion was drained. No further patient complications have been reported as a result of this event.